Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2026 when the patient woke up from sleep. The blood glucose level was 373 mg/dl at the time of the event and was treated with insulin pump. The blood glucose level was high for more than 4 hours. No further information available.